Event description:
The affiliate reported a customer who experienced media evaporation of the processed biological indicator after being incubated. The affiliate was not able to confirm if the load was recalled or if there were any reports of pt injury.